Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.

Event description:
The customer reported that she was experiencing resistance from the port of her contour next link 2.4 meter and had difficulty inserting the strips. She had to try three times to get the meter to start reading due to difficulty inserting the strip. The customer sometimes have symptoms of hypoglycemic unawareness when she is trying to obtain the reading on the meter. The customer stated that the issue started a month ago and usually happens when she is hypoglycemic and unable to focus. The customer indicated that she did not had the issue before the meter port started showing resistance. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.